Manufacturer narrative:
Document review: screws ha5 35 mm length: ref 02.07.10.0266 / 1310157 ((B)(4) screws produced): no anomalies have been detected related to the problem. The 4-1 cutting block size 3: ref: 02.07.10.0203 / 1213285 ((B)(4) items produced): no anomalies have been detected related to the problem. From the data collected, the root case is likely associated to a wrong positioning of the screw(s), not centered respect to the holes of the 4-1 cutting block. This fact can create excessive loads on one side of the head of the screw and consequent damages on it.

Event description:
Imp ref# (B)(4).